Event description:
Broken shaft. The report received indicated that during a stenting procedure to the mid left anterior descending artery, the device could not cross the lesion. The lesion was described as very calcified lesion and very tortuous. During the procedure, the lesion was pre-dilated; however, even after pre-dilatation, the lesion was too tight. While attempting to cross the lesion, the shaft broke. The breakage occurred on the segment of the shaft that was outside the pt; therefore, the part remaining inside the pt was simply pulled out. After removing the system, the lesion was pre-dilated again several times by applying high pressure and then another stent was deployed. The procedure was completed without any adverse consequences or injury to pt. Further info indicated that probably, the device broke because the physician used excessive force to try to cross the lesion; however, there were no other problems or anomalies encountered during the procedure.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.